Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This complaint was confirmed by review of returned device. Visual examination of the returned product identified sign of being in vivo. The dovetail/locking feature was flared. The post of the art surface was fractured. Device was submitted for further analysis. Analysis determined that post-fracture was caused by overloading on the post, exacerbated by potential impingement of the femoral component on the bearing surface at the base of the post, creating a fracture propagation initiation site. Device history record (DHR) was reviewed and no discrepancies were found. Review of the available medical records identified the following: patient¿s experience pain and instability. Art surface was wear/post-fracture. Patient was revised to 17mm. During the post op, the art surface was still attached to tibial plate. A definitive root cause cannot be determined. Per package insert: fracture, instability, and pain are known adverse effect of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty approximately 8 years ago. Subsequently, the patient was revised due to instability. It was found during the revision that the post on the original poly was broken.